Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, no patient demographics were provided.

Event description:
It was reported that the set disconnected, popped off.